Manufacturer narrative:
Portion of the implant remains in the pt. Investigation could not be concluded, no conclusion could be drawn. Manufacture date has been requested.

Event description:
During implantation of the plivios 7 mm peek implant, a piece of the cage broke off. The broken piece was retrieved and the rest was left in the pt.